Event description:
Via a medwatch 3500a report, a pt presented with fever, chills and clinical signs of a small abscess overlying a gore tex vascular graft (lined) a-v access graft. While undergoing dialysis in preparation for an operation, the graft ruptured from an area which had developed a false aneurysm from multiple needle punctures. There was substantial hemorrhage and the pt underwent emergent surgery. The graft was completely explanted and discarded and hemostatisis was obtained. The pt was dishcharged home in 2008.